Event description:
It was reported that the device showed the back up status and progressive increase in the threshold after the re-initialization. The patient was hospitalized due to syncope. The device was replaced and a new lead was implanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The inspection revealed that the device switched into the safety backup mode on june 11, 2025, as a result of the detection of invalid memory content. The data showed that the device was successfully re-initialized on june 13, 2025. Further, the data revealed an increasing rv threshold beginning in october 2023. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Additionally, a stress test under different temperature environments was performed revealing no anomalies. The safety backup mode was not reproducible. There was no indication of a device malfunction. The threshold test was checked and proven to be fully functional. All applied thresholds were measured normal and as expected. There was no indication of a device malfunction.